Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 50 mg/dl; cause was unknown, however customer believes it may be due to the target bg level. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.